Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced with a different model. Therapy has been restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was in an automobile accident on (B)(6) 2017. Following the event, the patient's ipg was determined to be inoperable. Troubleshooting with multiple external devices was unsuccessful. As a result, surgical intervention may be pending to address this issue.